Manufacturer narrative:
The exact dates of the events are unknown. The valves were not returned to edwards lifesciences as they remain implanted in the patient¿s. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon valvuloplasty, deployment of the prosthetic valve, and the overall tvr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tvr procedure. According to literature review, and as documented in a technical summary, written by edwards lifesciences, atrioventricular conduction disturbances after tvr are associated with many patient related and procedural related factors, including pre-operative comorbid status, the degree and bulkiness of valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional surgery, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tvr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tvr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tvr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to these adverse events. The cause of the conduction disorders is unknown, however, may be due to patient factors (not provided) or the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Bibliography: seeger, julia, et al. "Outcome with the repositionable and retrievable boston scientific lotus valve compared with the balloon-expandable edwards sapien 3 valve in patients undergoing transfemoral aortic valve replacement." Circulation: cardiovascular interventions 10.6 (2017): e004670.

Event description:
As reported by the edwards affiliate in (B)(4), a journal article titled, "outcome with the repositionable and retrievable boston scientific lotus valve compared with the balloon-expandable edwards sapien 3 valve in patients undergoing transfemoral aortic valve replacement", reported that post transfemoral tavr procedure, within 30 days of the procedure (exact dates unknown) 50 patient¿s developed conduction disorders and required a ppm.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.